Manufacturer narrative:
PMA/510k #: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During biopsy, user detected the needle tip broken and changed to another one to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation: 1 unit of lot c2201398 of echo-19 was returned evaluation opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 30 jan 2025. On evaluation of the devices the following observations were made: visual inspection: stylet returned separately to device, broken distal needle section returned separately and measure approx. 6.4cm, severe kink below sheath extender observed, functional inspection: sheath extender able advance and retract without issue, attempted to advance needle handle but unable to, needle removed from device and needle break observed below sheath extender, manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2201398 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has previously occurred for this work order (B)(4). This was with (B)(4) which was from the same customer. The root cause for this complaint was as follows ¿a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. As no additional information was shared a possible root cause is difficult to determine but could be attributed to advancement into a hard lesion or through hard tissue such as cartilage causing the distal end of the needle to break¿. Another possible root cause could be attributed to damage on insertion into the scope resulting in the needle tip getting damaged and breaking during the procedure. Additionally, the kink observed on sheath and proximal needle break observed during lab evaluation is related to the distal needle break.¿. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2201398. Instructions for use and/label: the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined, as the circumstances of use could not be replicated in the laboratory. However, a possible root cause could be the use of the device in tortuous anatomy and endoscope being used in a flex position could have led to distal needle break. Another possible root cause could be attributed to excessive biological matter on the needle after two biopsies may have contributed to the needle retraction difficulty. In response, the user might have applied excessive force to retract the needle, which could have caused the distal needle break. No outer sheath tip kink or bend was observed during lab evaluation. Additionally, the severe kink below the sheath extender and proximal needle break observed during lab evaluation is related to the distal needle break as distal break would have put additional strain on the needle leading to the proximal kink and proximal break. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a possible root cause could be the use of the device in tortuous anatomy and endoscope being used in a flex position could have led to distal needle break. Another possible root cause could be attributed to excessive biological matter on the needle after two biopsies may have contributed to the needle retraction difficulty. In response, the user might have applied excessive force to retract the needle, which could have caused the distal needle break. No outer sheath tip kink or bend was observed during lab evaluation. Additionally, the severe kink below the sheath extender and proximal needle break observed during lab evaluation is related to the distal needle break as distal break would have put additional strain on the needle leading to the proximal kink and proximal break. Complaint is confirmed based on visual and/or functional inspection.

Event description:
A supplemental report is being submitted due to completion of the investigation on 18-jul-2025. Additional information received on 19 feb 2025. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Outer sheath tip 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 5. If the device is a procore needle, is the device damage located at the notch / core trap? Not answered 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas body 7. Please describe the size of the intended target site. 37*29mm 8. If not with the device in question, how was the procedure performed and/or finished? With another one 9. Was the device used in a tortuous position? Yes 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Not answered 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle retraction 17. Was difficulty experienced while retracting the needle? Yes 18. Was the syringe used during the procedure, after the stylet was removed? Yes 19. Was the needle able to be fully retracted before removing from the patient?yes, but not easy. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? Yes 24. How many biopsies/passes were obtained with use of this needle? 2 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No kink observed before placing into the scope. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? Not answered 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? Not answered 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Not answered.